Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads were used during hypothermia therapy and worked normally. The pads were disconnected in the middle of hypothermia therapy to perform a CT scan. When the pads were reconnected, the water flow rate was 2.0l/min and it decreased and decreased to 0l/min. At the end, the water did not circulate through the pads. The connection between the pads' lines and the water delivery line were good at that time; therefore, the pads were then replaced with a set of new pads and therapy was resumed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the pads were used during hypothermia therapy and worked normally. The pads were disconnected in the middle of hypothermia therapy to perform a CT scan. When the pads were reconnected, the water flow rate was 2.0l/min and it decreased and decreased to 0l/min. At the end, the water did not circulate through the pads. The connection between the pads' lines and the water delivery line were good at that time; therefore, the pads were then replaced with a set of new pads and therapy was resumed.

Manufacturer narrative:
Received 1 used medium arcticgel pad kit. The reported event was unconfirmed, as the problem could not be reproduced. The visual inspection noted no obvious defects that would have contributed to the reported problem. The pads were reviewed and were noted use evidence, the pads were found trim pattern is correctly, the energy connector were found free of damages and presented a good connection. The pads were submitted to the flow rate test under test method tm7600515 with the arctic sun machine model 2000 the pads were connected to the arctic sun machine model 2000 during 10 minutes, see details below: * left chest pad: a total of 4.29 l/min m2 of flow rate were registered during the test. * left thigh pad: a total of 4.45 l/min m2 of flow rate were registered during the test. * right chest pad: a total of 4.45 l/min m2 of flow rate were registered during the test. * right thigh pad: a total of 3.50 l/min m2 of flow rate were registered during the test. According the test method tm7600515 the flow rate was found to be acceptable on all the returned pads. The flow rate for this product must be above 2.4 l/min m2. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads were used during hypothermia therapy and worked normally. The pads were disconnected in the middle of hypothermia therapy to perform a CT scan. When the pads were reconnected, the water flow rate was 2.0l/min and it decreased to 0l/min. At the end, the water did not circulate through the pads. The connection between the pads' lines and the water delivery line were good at that time; therefore, the pads were then replaced with a set of new pads and therapy was resumed.